Manufacturer narrative:
The initial reporter was csa coordinator/practical trainer, sterile medical devices employee. Event site telephone: (B)(6). Event site postal code: (B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Additional information will be provided following the conclusion of the investigation.

Event description:
On 24th september, 2024 getinge became aware of an issue with one of surgical equipment - maquet sterigrip. It was stated the handle fell apart when moving the lamp during an operation. We decided to report the issue in abundance of caution as any particles or parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The correction of b5 describe event or problem deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 24th september, 2024 getinge became aware of an issue with one of surgical equipment - maquet sterigrip. It was stated the handle fell apart when moving the lamp during an operation. We decided to report the issue in abundance of caution as any particles or parts falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event or problem: getinge became aware of an issue with one of surgical equipment - maquet sterigrip. It was stated the handle fell apart when moving the lamp during an operation and it caused the delay. We decided to report the issue in abundance of caution as any particles or parts falling off into sterile field or during procedure or delay during operation may cause contamination or serious injury. Getinge became aware of an issue with one of surgical equipment - maquet sterigrip. It was stated the handle fell apart when moving the lamp during an operation and it caused the delay. We decided to report the issue in abundance of caution as any particles or parts falling off into sterile field or during procedure or delay during operation may cause contamination or serious injury. It was established that when the event occurred, the device did not meet its specification and in this way it contributed to event. The claimed device was being used for patient treatment when the event took place. According to the analysis performed by subject matter expert: the photographic evidence shows the rupture of the 4 fixing points on the sterilisable handle. The handle involved was discarded and could not be examined. The number of sterilisation cycles was not recorded. The probable causes of the breakages could be: - a number of sterilization cycles exceeding the number of the 50 recommended. Or - a non-compliant sterilization process. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Getinge became aware of an issue with one of surgical equipment - maquet sterigrip. It was stated the handle fell apart when moving the lamp during an operation and it caused the delay. We decided to report the issue in abundance of caution as any particles or parts falling off into sterile field or during procedure or delay during operation may cause contamination or serious injury.